Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered up with the returned battery cap. The vibration alert was active at power up and during alarm sequences. No evidence of an intermittent or extended vibration occurred. The pump case was removed to find the vibratory motor intact with no damage observed. An intermittent vibration issue was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging audio tone/vibration (intermittent vibration). It was reported that there was an intermittent vibration issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.